Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 the that the receiver had low audio output (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The reported event of a low audio output was not confirmed. A root cause could not be determined.